Event description:
This ra lead was implanted on (B)(6) /2011 and was explanted on (B)(6) 2017 due to noise. No oversensing allegation against the lead. The physician was dr. Joh(B)(6) n burke at advocate christ hospital in oak lawn, il. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)